Event description:
Same case as MFR report #: 2134265-2010-00848. It was reported that during a percutaneous coronary interventional procedure, device entanglement leading to flush issues were encountered. The floppy rotawire became entangled with the rotalink plus 1.5mm burr. This entanglement caused blockage of the burr annulus and restricted the flush to the distal tip of the burr. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good'.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to battery voltage dropping below end-of-life (eol) level. This was due to normal battery depletion. After replacing the battery, normal function ensued. No information was received from the field regarding the device settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited early battery depletion. The device was replaced.